Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood in the guide wire lumen. There was no contrast visible. This is consistent with the reported information that the sds was inserted into the patient. The stent implant was stationary on the balloon but not between the markers of the tightly folded balloon. The stent had not moved but the balloon and the inner member were bunched so the proximal marker was located distal to the proximal end of the stent implant. The sixth through tenth row of proximal stent struts were mangled. There was a bend in the stent implant at this location. There was no other damage noted to the stent implant. The balloon was severely bunched at the location of the mangled stent implant. The inner member at this location was also severely bunched. The stent distal and proximal stent implant outer diameters were measured and met manufacturing criteria. However, the middle stent implant outer diameters were not measured due to the damage noted. The inner diameter of the separated tip and was measured and met manufacturing criteria. The guide wire used during the procedure was not returned and may have assisted in the investigation. A guide wire was not backloaded through the sds due to the tip separation noted. This is all consistent with the reported difficulty to position the sds over the guide wire. It is possible that at some point during the procedure, the clearance between the interacting devices was not maintained. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. In this case, it is possible that the reported anatomical conditions contributed to the reported difficulty to position the sds over the guide wire. Additionally, the reported stent damage appears to be subsequent to the difficulty to interaction with the guide wire during advancement. Analysis also noted kinks in the shaft 1 cm and 6 cm distal to the guide wire exit notch and in the hypotube 40 cm and 95 cm distal to the strain relief tubing. The tip had separated at the distal end of the distal seal and was not returned; however, the fracture face was jagged. The tip length was not measured due to the separation noted. The balloon had separated at the proximal seal and the inner member remained intact with a jagged fracture face. There was no other damage noted to the sds. Additional information was requested to determine if the tip separation was noticed or occurred during the procedure; however, no information has been available. The kinks were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. In this case, the guide wire used in the procedure was not returned and the reported information stated that the sds and guide wire were removed as a single unit. It is possible that the separation of the tip and proximal seal could have resulted from handling of the sds during removal from the guide wire post procedure. Factors that may contribute to the inability to advance the sds over the guide wire or through a guiding catheter and cause resistance between the devices may include, but not limited to, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, inner diameter of guiding catheter, condition of the guide wire or guiding catheter, build up of blood or contrast, or damage to the catheter. To help ensure this is not related to a manufacturing deficiency, the entire sds is inspected at multiple steps for damage during the manufacturing process and also verified that the wire moves freely. Additionally, during lot release testing, a sampling of units is destructively tested for guide wire lumen check. Although a conclusive cause can not be determined for the reported difficulty to position sds over the guide wire the reported stent damage appears to be related to the operation context of the procedure. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato; guide cath: (B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that the lesion was a birfucation and was moderately tortuous. One guide wire was advanced to the distal left anterior descending artery (lad), and the other to the diagonal of the lad. After pre-dilatation of the lesion with a non-abbott balloon catheter, the xience v stent delivery system (sds) was advanced; however, it became stuck on the non-abbott guidewires inside the guiding catheter, and never exited the tip of the guiding catheter. The sds was removed from the patient, along with the guide wire and the proximal edge of the stent implant was noted to be flared. No patient effects were reported. No additional information was provided. Device analysis revealed a separation of the proximal balloon seal.